Event description:
The following info concerning the event was coupled by a (B)(6) from an e-mail from the carefusion area sales manager in (B)(6). "Just to let you know that we tried the new nasal prong in the (B)(6) hospital in (B)(6). There is a complaint that the prongs are too long for (B)(6) nose as the prongs "folded/kinked" in the nostril and this was only realized after the saturation dropped from drastically. After cutting of the end of the prong to shorten it - by about 1mm, it is ok. So they are asking if there are similar complaints elsewhere. They do not want to resort to cutting the prongs since this makes the edges rough and may injure the skin inside the nostrils. Let me know if you have any feedback and what you think is wrong here."

Manufacturer narrative:
Event occurred at: (B)(6) hosp in (B)(6). The foreign user facility did not submit a user facility report to the MFR. Event were derived based on info provided by the carefusion area sales manager in (B)(6). (B)(4). The following info concerning the investigation of the event is a summary of the info documented by a carefusion tech support specialist and the carefusion product manager for the infant flow system. The report of the prongs being "folded/kinked" in the nostrils (nares) is in most cases related to improper application and alignment of the generator and prongs. When properly placed, only the upper portion of the prongs need to be placed into the nostrils (nares) and the rest of the length keeps the prongs off the nose. The prongs should not be fully inserted into the nostrils (nares). If the prongs easily slip fully into the nostrils (nares), a larger prong should be used. The carefusion infant flow lp series of generators, nasal prongs & nasal masks are the next generation of pt interface devices from carefusion. As such the user facility's lack of experience with these devices may have been the underlying cause of the reported event.